Event description:
The patient reported developing multiple infections at pod insertion sites while using the device, describing the affected areas as red, warm to the touch, yellow in appearance, and accompanied by a hard lump. According to the patient, these issues have been recurring since (B)(6) 2025, and although they sought evaluation from healthcare professionals, they could not recall the specifics of those visits. The patient attended a medical appointment at audley health centre on (B)(6) 2026, lasting approximately 15 minutes, during which they were diagnosed with an infection. They noted having previously been prescribed unspecified antibiotics in an attempt to address the problem, which they stated typically occurs on the second or third day of wear. During the (B)(6) 2026 visit, the patient received a prescription for flucloxacillin. They were unsure which pod was associated with this most recent event and stated they are unable to return the device. The pod was not worn during the appointment due to the infection; however, the patient reported activating a new pod to resume therapy. This is one of the six reported events (insulet reference numbers (B)(4)).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.